Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels up to 600 mg/dl. The customer reportedly felt ill due to the high bg levels. Customer changed supplies, delivered a bolus and administered manual injections to address impacted bg levels. Reportedly, the contact believed that the pump was broken. A system check was performed with tandem technical support and it was confirmed that the pump was functioning as intended; however, the customer did not acknowledged and declined to provide further information.